Manufacturer narrative:
Follow-up # 1 date of submission 12/03/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 11/14/2014 with the following findings:during testing, the display was found to be dim, faded, and discolored. No battery cap or cartridge cap was returned with the pump. A test battery cap was used to complete all testing. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. Also unrelated to the complaint, evaluation revealed that the vibratory alarm was not functioning. The pump case was removed and the vibration motor was found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display screen was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).